Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. One limb of the suture appears frayed from approximately ¼ to ½ inch from the proximal end of the anchor, signs that it was used in the procedure. The threads on the anchor do not appear stressed, inconsistent with it having been inserted into the bone. It cannot be confirmed that this anchor pulled out. The product¿s instructions for use states ¿depuy mitek anchors are designed to lock into cortical or cancellous bone. Bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pull-out.¿ typically, anchor pull outs are associated with incomplete insertion into the bone hole, using instruments not indicated to be used with the anchor, poor bone quality and applying excess force on suture during tensioning. Although we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related to the reported problem and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the customer's gryphon proknot br anchor pulled out when the surgeon began tensioning it. The surgeon re-drilled a new hole next to the original hole and implanted a same size, same type anchor with no patient consequences or delays. The sales rep reported that the bone quality was hard but had no further information.